Event description:
It was reported that the 20ml luer lok syringe experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 303310, batch no: 8344727. It was reported that there are cracks on the barrel, causing blood to leak out of the syringe.

Manufacturer narrative:
H.6. Investigation summary: photo received for investigation, a crack in the barrel can be observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Conclusion: there was product accumulation in the feeder that goes to the marker causing the conveyor belts to hit the barrel and damage it, the change of the feeder was improved for greater capacity. The batch was manufactured prior to the change. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20ml luer lok syringe experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 303310 batch no: 8344727. It was reported that there are cracks on the barrel, causing blood to leak out of the syringe.